Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to unintended myopia. The patient thought his vision would be better by this point, sees brown spot. This was replaced with the same model iol, but a lower diopter power (22.5d). The explanted iol was discarded. No other information was provided.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2023 and (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.